Manufacturer narrative:
Correction to h6; device code (removal of difficult to remove, as additional information was provided) type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: imagery showed tortuosity and calcification, the balloon spring is uncoiled from the ds, the distal balloon is torn from the crimped balloon, and the distal balloon section and crimped valve appears to be left inside the esheath. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, and the procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for system components separate was confirmed based on provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials also revealed no deficiencies. Per the event description, "during removal, the secondary operator pulled very hard to remove the valve and the delivery system tore." Evaluation of the provided imagery confirmed a separation of distal portion of the delivery system. Per the procedural manual, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position". The delivery system with crimped valve while inside the esheath must be withdrawn together. Excessive forces applied to remove the delivery system with crimped valve from the esheath could have caused the distal end of the delivery system to break off. In this case, a conclusive root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) and use error (not retrieving devices as a single unit) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during advancement of the valve, the primary operator met some resistance in the esheath+, during which the safari wire was noted to have come out of the left ventricle. The wire was not able to be advanced, and the first valve was removed from the first esheath. During removal, the secondary operator pulled very hard to remove the valve and the delivery system tore. The first sheath, valve, and delivery system were removed as a unit and a new esheath+, commander delivery system, and sapien 3 ultra were prepped per IFU. The 2nd valve advanced easily through the 2nd esheath, and the valve was deployed without difficulty. The final position 80:20. The patient tolerated the procedure well and suffered no ill outcome. The device will not be returned. Per the report, the first esheath+ was inserted without difficulty. The first commander delivery system was prepped with a 26 mm sapien 3 ultra per IFU.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.